Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of a force bipolar instrument were misaligned. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. The instrument was found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 1.39mm offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The probable root cause is attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws. Additional findings related to customer reported complaint: the instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be bent. Components adjacent to the dislodged molded insulator do not show damage. The probable root cause is attributed from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.